Event description:
The customer reported the left monitor shows a dark image and technique tracks to maximum. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reattached a loose video cable. System operates as intended. (B)(4).